Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at nominal inflation, it was noted that the balloon got burst at 6atm within 5 seconds. The physician agreed that the issue might be due to calcium spur. The device was removed intact. The procedure was completed with a different device. No patient complications were reported.